Event description:
A customer in (B)(6) reported to biomérieux a misidentification of organism groups for streptococcus species in association with the vitek® ms instrument. Group a streptococcus isolates identified by the customer through previous identification and gram stain, were identified as group b with the vitek® ms. The groups were confirmed using the lancefield grouping. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The test data was requested from the customer. A biomerieux investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) reported to biomérieux a misidentification of organism groups for streptococcus species in association with the vitek® ms instrument. An internal biomérieux investigation was performed. Summary of the data provided and analyzed: ecal mzml files (26 files) from (B)(6) 2016. Sample mzml (57 files). Summary of the identification obtained - (B)(6) 2016. Summary of the identification obtained - (B)(6) 2016 after new fine tuning. Conclusion on the system: ecal mzml files before issue date were not provided so it was not possible to conclude on the system status when the customer's issue occurred. Conclusion on the identification: the samples mzml files obtained after the new fine tuning and linear detector replacement have not been provided; therefore, it was not possible to concluded on the expected identification. However, after the new fine tuning and linear detector replacement, biomérieux ran a few customer slides, and they all passed and performed as required. Suspected root cause of the issue: system was not fully operational (linear detector had to be replaced). Corrected data: device manufacturing site address and model number updated.